Manufacturer narrative:
Specific information with regard to the patient's gender, age, and weight was not provided. The doctor reported that he drilled out and replaced the patient's restoration during the same office visit. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a visual and physical evaluation was performed on a retained sample, yielding results within specifications.

Event description:
A doctor alleged that the contour amalgam had fractured at the cusps when checking the occlusion for three (3) patients. This is the third of three (3) reports.

Manufacturer narrative:
A visual and physical evaluation was performed on the returned product, yielding results within specifications.